Event description:
It was reported that the customer experienced air bubbles or gaps in the tandem mobi cartridge, observed during pumping rather than the load sequence or tubing fill. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was educated by technical support to ensure insulin is at room temperature and to complete the cartridge air removal step before filling. The customer understood the instructions, declined further troubleshooting, and will continue to monitor their blood glucose level, with the option to call back if additional assistance is needed.